Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the force sensor could not be calibrated, and it was out of parameters. There was no patient involvement.

Manufacturer narrative:
D9: product received date 1/10/2025. H3/h6: one device was returned for analysis of complaint that force sensor can¿t be calibrated. No repair records were found on review of service history. Review of event log found force sensor test, motor rate error, and check clutch. Complaint confirmed by calibrating the pump. Device was repaired by replacing the faulty main board. Also found motor rate error in the alarm history. Replaced the left and right clutch, clutch spring, motor, worm gear, and worm coupling to fix the motor rate error issue. The main cause of customer¿s complaint was the faulty main board and worn-out clutch parts. After replacing the parts, the pump passed all the testing and is fully operational.